Event description:
Procedure type: unk. Reportedly, the balloon ruptured upon inflation in the patient. There were no further complications associated with this event and the patient is doing well. No further information could be provided. No patient injury was reported.